Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician noted on a remote transmission that there was oversensing and noise on the atrial lead. There was also an elevated sensing integrity counter (sic) on the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.